Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb charging cable was damaged and no longer charged the pump. Reportedly, the customer had an alternate charging cable to charge the pump. There was no reported impact to customer's blood glucose level.